Event description:
Bd insyte autoguard bc 22 ga and 24 ga IV catheters were removed from 2 different patients. Both catheters were found to be split when the IV was discontinued. Other staff have reported the IV catheter to be frayed at the end after IV was discontinued. Visual inspection of other IV catheters in both the 22 ga and 24 ga noted a small abnormality. The defect is fairly close to the end of the catheter about ¼ inch back from the bevel end of the needle. The catheter does not appear to be smooth. 22 ga, lot #5323622, and the 24 ga, lot # 2179478. Pt: 4582. Device: 4008, 1262. Ref: mw5189939. This report captures: bd insyte autoguard #1.